Manufacturer narrative:
The reported event of backup operation and premature depletion was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Analysis of the device image found the device went into backup mode due to an integrated circuity anomaly. Electrical testing revealed high current drain due to a hybrid anomaly. An anomalous hybrid was found to be the cause of the high current drain and premature depletion.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) was explanted and new ICD was implanted. The patient was in stable condition.

Event description:
It was reported that patient presented with an implantable cardioverter defibrillator (ICD) that was in back-up mode due to premature discharge of battery. Programming changes were performed but they were unsuccessful. The patient was in stable condition.